Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with damaged lead acid batteries was confirmed during product evaluation. The root cause was determined to be physically damaged main batteries. The main batteries were replaced to correct this condition. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Event description:
The facility reported a colleague infusion pump with damaged lead acid batteries. According to the facility, this event occurred in the critical care unit. This event may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. The user interface module software version of this pump is currently unknown.